Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a patient was going to under go a lead replacement or revision due to "sub therapeutic" stimulation for the patient's low back pain. The lead revision was scheduled for (B)(6) 2013. It was stated that impedance testing was done, x-rays were taken, and reprogramming was attempted. It was stated that the patient was alive with no injury. It was further reported that the patient revision occurred. Two leads were replaced. The patient stated that stimulation was in his low back and was now helping with his pain.